Event description:
Physician reported as leakage on the lap-band system with loss of volume.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the prod for analysis as well as to indicate the prod serial number. The info has not yet been received by allergan. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."